Event description:
(B)(4). Event occurred in the united states. The patient reported having issues with infusion sets detaching from the site thrice. She stated that she woke up in bed and felt it detached. The tubing had come off of the quick release connector. Patient's blood glucose level went up to 505 mg/dl and she self-treated it with a manual shot. The site location was at the side of leg and the pump was in her shirt. The infusion was in use for 1-2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.